Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using a lantern delivery microcatheter (lantern) and a non-penumbra catheter. During the procedure, while attempting to advance the lantern through the catheter, the lantern became stuck approximately twenty centimeters from the hub of the catheter. Therefore, the lantern was removed. The procedure was completed using another microcatheter and the same catheter. There was no report of an adverse effect to the patient.